Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 420 mg/dl. The customer treated with injection from the pump. The customer's current blood glucose was 130 mg/dl. Customer declined to troubleshoot for high readings. The customer mentioned that she experienced diabetic ketoacidosis but was tested at home and did not go to the hospital for medical assistance. The product was not returned for analysis.